Manufacturer narrative:
The alleged product was returned to the fliu, however during transit to the cir the product was lost.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. At 8:00 am the patient received a blood glucose result in the 300's mg/dl on her aviva combo system. The patient attempted to self treat and administered a correction bolus. The patient experienced elevated blood glucose symptoms of vomiting and increased thirst. At 11:00 a.m. The patient's brother drove her to the emergency room (ER). Upon arrival at the hospital the patient received a blood glucose result of 491 mg/dl. The hospital treated the patient with an unknown insulin IV. The caller was in the ER for 6 hours and was discharged at 5:00 p.m.